Manufacturer narrative:
Continuation of d10:  693565  implant date: (B)(6) 2017 ; dvfb1d1 ICD implant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s device was moved to the patient¿s abdomen in (B)(6) 2023 due to radiation treatments and an extender was used for the right ventricular (rv) lead. Now the lead is now exhibiting high tip-to-coil pacing impedances. The physician is suspecting that the adaptor is the root cause of the impedance issues.  The device is now being returned to the pectoral region and the adaptor was removed. The rv lead remains in use. No patient complications have been reported as a result of this event.